Manufacturer narrative:
To date no medical records have been provided. The information provided alleges the patient experienced adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to the reported post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents the composix kugel mesh (device #1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a hernia repair using a composix kugel hernia patch. (B)(6) 2015 - the patient underwent open surgery secondary to the composix kugel having malfunctioned. The attorney alleges that the composix kugel malfunctioned by causing a severe inflammatory response, contracting, buckling, causing dense adhesions of bowel to mesh and perforation the patient's bowel in multiple locations. The patient underwent extensive and length procedure to remove the mesh and cut out two feet of damaged bowel. It is also alleged that the patient was seriously and permanently injured. Addendum per provided medical records: 30-jan-2007 - patient was diagnosed with ventral hernia was underwent laparoscopic repair. Per the operative report details, ¿a 27 x 22cm composix kugel mesh was then placed within the abdominal cavity and tacked laterally around its circumference with laparoscopic tacks. (B)(6) 2015 - patient underwent exploratory laparotomy, ventral hernia repair, and component separation abdominal wall repair. Per operative report details, "at the base of a 2 layer mesh, unincorporated goretex is encountered and removed. Below this is a mass of fused intestinal walls in abscess wall with 4 separate openings of small bowel into the abscess cavity...wide local excision of all mesh performed and left in continuity with the perforated bowel and floor of abscess... A large (non-bard/davol) biologic mesh is brought on field and oriented." Attorney alleges that the patient experienced abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, mesh shrinkage, pain, recurrence, ongoing and permanent afib, wound vac, acute inflammation and emotional injuries.

Manufacturer narrative:
To date no medical records have been provided. The information provided alleges the patient experienced adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to the reported post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a hernia repair using a composix kugel hernia patch. On (B)(6) 2015 - the patient underwent open surgery secondary to the composix kugel having malfunctioned. The attorney alleges that the composix kugel malfunctioned by causing a severe inflammatory response, contracting, buckling, causing dense adhesions of bowel to mesh and perforation the patient's bowel in multiple locations. The patient underwent extensive and length procedure to remove the mesh and cut out two feet of damaged bowel. It is also alleged that the patient was seriously and permanently injured.